Event description:
It was reported to philips that the device was unable to start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular surgery when the issue occurred, and the host pc was started up manually to complete the surgery. The customer reported that the system was unable to power on and the host pc did not start up automatically. No service has been performed by philips since the customer did not request philips service for this issue. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.